Manufacturer narrative:
It was determined that the sub-optimal tissue processing reported by the complainant is derived from the "4 hour program" started in retort a at 14:48pm on (B)(6) 2017, the "4 hour program" started in retort b at 16:04pm on (B)(6) 2017; the "hup program 1 hour fixation" protocol started in retort a at 0:49am on (B)(6) 2017; and the "hup program 2 hour fixation" protocol started in retort b at 03:00am on (B)(6) 2017. Investigation of this complaint found that a use error involving failure to complete manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual occurred between 13:10pm and 13:11 pm respectively on (B)(6) 2017. A user affirmed in the instrument software that the reagent concentration in bottles 3 (70% ethanol), 4 (70% ethanol) was to be set to the default value of 70%; and the reagent concentration in bottles 5 (ethanol), 11 (xylene) and 12 (xylene) was to be set to the default value of 100% at 13:10pm and 13:11pm respectively on (B)(6) 2017. However, the actual concentration of the reagent in bottles 3 (70% ethanol); 4 (ethanol); 5 (ethanol); 11 (xylene) and 12 (xylene) remained unchanged at 55.6%; 55.2%; 84.4%; 64.5% and 88.4% respectively, because the reagent bottles had not been removed from the instrument for sufficient time to replace the reagent. Bottles 3 (70% ethanol); 4 (70% ethanol); 5 (ethanol); 11 (xylene); 12 (xylene) were each removed from the instrument for a period between three (3) to 13 seconds between 13:10pm and 13:11pm on (B)(6) 2017. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concertation is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol) was used in the final dehydration step of the "4 hour program" started in retort a at 14:48pm on (B)(6) 2017, the "4 hour program" started in retort b at 16:04pm on (B)(6) 2017; the "hup program 1 hour fixation" protocol started in retort a at 0:49am on (B)(6) 2017; and the "hup program 2 hour fixation" protocol started in retort b at 03:00am on (B)(6) 2017. Bottle 11 (xylene) was used in the final clearing step of the "hup program 1 hour fixation" protocol started in retort a at 0:49am on (B)(6)2017; and the "hup program 2 hour fixation" protocol started in retort b at 03:00am on (B)(6) 2017. Bottle 12 (xylene) was used in the final clearing step of the "4 hour program" started in retort a at 14:48pm on (B)(6) 2017, the "4 hour program" started in retort b at 16:04pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%; and the minimum final reagent concentration for xylene is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the four (4) protocols from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was use errors, which occurred at between 13:10pm and 13:11pm on (B)(6) 2017. Specifically, a user failed to complete manual replacement of the reagent in bottles 3 (70% ethanol); 4 (ethanol); 5 (ethanol); 11 (xylene) and 12 (xylene) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "over processed tissue" following four (4) protocols run on (B)(6) 2017. There have been no instrument errors during the runs from which the sub-optimally processed tissue was derived. On (B)(6) 2017, leica biosystems received information that all cases for which sub-optimal tissue processing had been identified were diagnosable.